Event description:
It was reported that the subject device had no endoscopic image. The issue was found during set up / inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: silicon rubber missing at forceps cover/probe head transducer cuts & missing sealant. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure which is the expected or random component failure without any design or manufacturing issue due to leakage/seal which is problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.